Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned multi-link rx vision stent delivery system (sds) noted blood visible in the guide wire lumen, consistent with the sds at least partially advanced over a guide wire. The stent implant was returned dislodged from the sds, confirming the reported information. There was no damage noted to the stent implant. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. The inner diameter of the protective sheath and stent outer diameters were measured and met manufacturing criteria. Potential factors that can contribute to stent dislodgement outside the body prior to use may include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during preparation of the sds, negative pressure during sheath removal, forced sheath removal, or handling of the stent during device preparation. It is possible the protective sheath was inadvertently handled during removal, resulting in the stent dislodging. There was balloon peeling between the proximal balloon seal and the proximal balloon shoulder and between the distal balloon seal and the distal balloon shoulder which was not initially reported with the incident information. The balloon peeling appears to be the result of handling, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during handling. It is possible that the balloon may have been inadvertently handled, which may have contributed to the shredding of the balloon material. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be confirmed. All stent delivery systems are visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that during device preparation, the stent was observed to have dislodged from the balloon. There was no patient involvement. There was no additional information provided.